Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and has not been returned for further investigation since it was scrapped. The received device log files could confirm the reported problem with a failed flow transducer test during pre-use check. The measured values were just outside what was expected during the flow transducer test. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since not gods has returned for further investigation, the cause has not been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).